Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, there was poor staple formation. The handle fully squeezed with no excessive tissue incorporated into barrel and the donuts were complete. It was noted that there was bleeding and b-shape unformed wherein they oversew it to fix the problem and use another device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of a device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states that to make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.